Manufacturer narrative:
The lot number for all the six reported malfunctions was not provided, therefore lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the six malfunctions. For 4 of the 6 malfunctions, the investigation is confirmed for perforation and filter tilt. The remaining two malfunctions were identified for perforation and filter tilt based on medical record review. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model unknown filter vena cava filter was allegedly tilt and perforation. This information was received from various sources. All six malfunctions were involved with no patient consequences. Of the six reported malfunctions, four were female and remaining two patients¿ sex was not provided and all the six patients ages ranging from 48 to 76 years old. Weight for all the six patients was not provided.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. All six malfunctions were involved with no patient consequences. Of the six reported malfunctions, four are female and the remaining two patients¿ sex was not provided and all the six patients ages range from 48 to 76 years old. Weight for all the six patients were not provided.

Manufacturer narrative:
H10: the lot number for all the six reported malfunctions was not provided, therefore lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided for all the six malfunctions. For all six malfunctions, the investigation is confirmed for perforation and tilt. Of the six devices, the product catalog number of 1 device was updated to unknown snf. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.